Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that only the main coil was returned. It was observed that the main coil was bent at the primary coil section, also was stretched and detached at the coil arm section. The functional inspection could not be performed due only the main coil was returned. The zap tip outer diameter (od) and primary coil od passed the dimensional inspection.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the coil could not be pushed out, and the coil was stretched. The target lesion was located in the iliac artery. After a 5f catheter was superselected, a 15mm x 40cm interlock .035 coil was advanced for embolization. The tumor was 3.2cm and a total of three coils were deployed, however, when the last coil was deployed, it was found that it could not be pushed out and the coil was stretched after the back-and-forth operation. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure. However, device analysis revealed a main coil detachment at the coil arm section.